Manufacturer narrative:
Additional information was requested from the reporter. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, foreign material was exiting from the channel on the evis exera iii colonovideoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
The problem was found before the procedure, and the device was not used on the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced. No foreign material was found. In addition, the following non-reportable malfunctions were found during the device evaluation; the bending section cover glue was worn (separated/discolored), one light guide rod lens was cracked, white dots were visible on a black screen, the universal cord was wrinkled, and the angulation was out of specification. It was also noted that the air leak inspection found no water leaks. Olympus will continue to monitor field performance for this device.